Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Referenced article: the journal of heart and lung transplantation article name: acute kidney injury and 1-year mortality after left ventricular assist device implantation by: rahatullah muslem, kadir caliskan, sakir akin, kavita sharma, nisha a. Gilotra, alina a.constantinescu, brian houston, glenn whitman, ryan j.tedford, dennis a.hesselink, ad j.j.c.bogers, stuart d.russell, and olivierc.manintveld doi: 10.1016/j.healun.2017.11.005. Investigation summary: with a review of the available information, there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to these events include the patients' pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patients' complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to these events. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was received that included a report of 68 patients who expired within one year of continuous-flow left ventricular assist device (cf-lvad) implantation. This article discussed the incidence, predictors and impact of acute kidney injury (aki) after cf-lvad implantation (including 219 with heartmate ii and 22 with heartware devices) in this retrospective, multi-center cohort study. A total of 241 patients (with a mean age of 52.4 years and 182 of which were males) who met the study inclusion criteria were implanted with a cf-lvad between oct2004 and aug2015 at two participating referral centers. Ninety-one patients (of the 241 patients) had preexisting histories of diabetes mellitus, 117 had histories of hypertension, 202 had histories of implantable cardioverter defibrillator or pacemaker, 26 had undergone previous coronary artery bypass grafting and 44 had had a transient ischemic attack or cerebrovascular accident prior to cf-lvad implantation. Of the 241 patients, 83 of them had a primary cause of cardiac disease listed as ischemic; while 158 were listed as non-ischemic. Ninety-eight patients required pre-operative support with an intra-aortic balloon pump, fifteen required support with extra-corporeal membrane oxygenation and 195 required inotropic support. Post-operatively, 65 patients expired within one year (with 30 of these patients dying in the first month). The most frequent cause of death was non-cardiac, followed by cardiac. In two patients, the cause of death was undetermined. In addition, three patients who did not meet inclusion criteria for this study died within 48 hours of cf-lvad implantation. The authors concluded that the severity of aki was a strong prognostic factor for mortality and poor renal function one year after cf-lvad implantation. Further follow up did not yet yield any additional relevant information regarding these event(s).